Event description:
It was reported that two weeks prior to surgery, the patient visited his physician due to the device no longer working. His device was tested and resulted in the discovery of dimpled pump, that stayed flat when pressing the bulb. The patient had his inflatable penile prosthesis (ipp) pump component removed and replaced. The patient was stable following this surgery and the event resolved.

Manufacturer narrative:
Device evaluation the ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis confirmed the reported event.

Event description:
It was reported that two weeks prior to surgery, the patient visited his physician due to the device no longer working. His device was tested and resulted in the discovery of dimpled pump, that stayed flat when pressing the bulb. The patient had his inflatable penile prosthesis (ipp) pump component removed and replaced. The patient was stable following this surgery and the event resolved.